Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with removal of previous implant due to erosion into bladder and vaginal wall. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, fistulae, recurrence, bleeding, organ perforation and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.